Event description:
During a hand-assisted sigmoidectomy procedure, the device tore. The o.r. Time was extended by at least one hour due to the fact that the sales rep went to another facility to obtain another device that was used to complete the case.